Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
It is unknown at this time if the sample is available for evaluation. Argon will continue to request for the return of the sample. A follow-up report will be submitted once more information has been provided by the complainant.

Event description:
Cracking and leaking at hub. Medical intervention: removed PICC and placed new with no harm to patient.